Event description:
The customer was hospitalized for high blood glucose and dka. The programming, insulin concentration, and bolus history were correct. It was reported that the customer received an error alarm and troubleshooting was not performed. The customer also mentioned that she is in the hospital for other issues and she is taking chemotherapy.